Event description:
It was reported a pump memory error occurred. The patient had an MRI and the memory error occured at that time based on the information provided to the hcp. A therapy stop was performed and the device was reprogrammed with a 13.3 ml reservoir volume based on the flow rate and refill date. The device was reprogrammed to simple continuous mode at 12.5 mg/day. No patient symptoms or outcome were reported.

Manufacturer narrative:
(B) (4).